Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through photographic inspection with a poor image provided. Residual bone could be seen on the femoral and trochlear components and the patella was discolored with a darkened area that may potentially be worn. However, no further evaluation could be performed due to the quality of the image. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) concomitant medical products- oxford cementless tibial tray catalog #: 166574 lot #: 3491659, oxford femoral component catalog #: 1605079b lot #: ni, oxford tibial bearing 4 catalog #: 3545442 lot #: ni, unknown patellofemoral joint trochlear implant size 2 catalog #: ni lot #: ni. Report source: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Insufficient information.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address post-operative dislocation of the patella. No additional patient consequences were reported.